Event description:
Patient reported through regulatory agency "my oncologic surgeon drew my attention to the fact that the natrelle inspira implants implanted in my case were recalled by allergan in 2019, as a direct association had been identified between the implant and the development of anaplastic large-cell lymphoma (bia-alcl)", "according to my surgeon, the planned replacement of these implants is advisable in my case, especially because I have already been diagnosed with a malignant disease, which places me in a higher-risk group", "the fact that I was unaware of this risk may have influenced the decisions made both by my doctors and by myself during my treatment, and may also have hindered the reconstruction process due to the need for an additional intervention". Later, patient reported "uneven deposit toward the thorax¿, ¿the capsule has a variable wall thickness¿, "dissolved silicone drops can be seen. Some of these are surrounded by a mild degree of tissue reaction¿ and ¿fibrous capsule with tissue changes indicating implant leakage¿. This record is for the left side. Device was explanted and replaced. Treatment: device removal, total capsulectomy.

Manufacturer narrative:
Continued g2 (other report source): regulatory - national center for public health and pharmacy, hungary. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.